Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation; therefore, the cause of the reported complaint could not be conclusively determined.

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the patient experienced a pericardial effusion. A drop in blood pressure was noticed by the anesthesiologist and physician as they were attempting to ablate the left inferior pulmonary vein (lipv), after ablating the left superior pulmonary vein (lspv). The physician noticed an effusion on intracardiac echocardiography (ice), so the physician aborted the ablation at that point. A pericardiocentesis was performed in the lab and the patient was sent to surgery. It was not reported what type of surgery was performed but it was reported that the patient was stable after the surgery.